Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that two 2.75x15mm non-compliant (nc)trek neo balloon dilatation catheters (bdc) were noted to be broken yet not seperated in the packaging with no damage noted to the packaging. They were not used. Another nc trek bdc was used to continue the procedure. There was no patient involvement and no reported clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported break could not be determined. Potential factors that may contribute to a break to the balloon dilatation catheter (bdc) shaft include, but are not limited to, mishandling during manufacturing, during receiving/storage at the account, and/or handling during removal from packaging. In this case, a conclusive cause for the reported complaint could not be determined since the device was not returned for analysis and limited information was provided. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.d9: device available for evaluation corrected from yes to no

Event description:
Returned device analysis identified that a third device was used and there was a tear proximal to the guide wire exit notch and an unknown green foreign material on the inflation lumen adjacent to the noted tear.